Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device and the contacts seem to be oxidized by the leaking electrolyte. This is a combined initial and final report.

Event description:
Bulging and leaking dacapo powerpack was reported. No damage to health or injury due to leaking electrolyte is reported.